Event description:
It was reported that during an implant procedure, following insertion and removal of a guidewire into the coronary sinus, contrast imaging showed a small amount of dye in the pericardium. No patient symptoms resulted. A pericardial effusion may have occurred but the source could not be positively identified. The implant procedure was completed successfully.